Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, the customer did not see insulin exit the cartridge tubing. Reportedly, the customer changed the cartridge successfully to address the event. Blood glucose was 150 mg/dl.